Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 04-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient experienced redness, warmth, and tenderness at the battery sight. In addition, the implant was protruding out at the corner of the right chest wall with puss and other fluid present and an infection was present. It was unknown what led to the issue. Due to this surgical intervention took place, pre-operatively impedances were within normal limits on both systems the patient has implanted. In the operating room, both systems were turned off and the right neurostimulator and both vim extensions were removed. The hcp capped the existed leads with a lead end cap and planned to reimplant later once the infection cleared. None of the explanted products were going to be returned as the hcp had no concerns of any product malfunction and the devices were considered an ¿infectious agent.¿